Manufacturer narrative:
Product ID 3389-40, lot# 0207181958, explanted: 2014 (B)(6); product type lead product ID 7482-51, serial# (B)(4), explanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was reported that after the patient was implanted, the "product" was not turned on. On (B)(6) 2014, the patient returned to the hospital to have the "product" turned on. After ¿opening the product¿, the healthcare provider found the lead and extension ¿contact¿ were not good. They were both replaced on that day. The patient was overall ¿ok¿. If additional information becomes available, a follow-up report will be submitted.